Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d313 was conducted. There were no nonconformance associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #18: system pressure. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated for pressure dome membrane leak. Service order, (B)(4), feedback: the service technician cleaned the instrument and checked the pressure sensor. The pressure sensor tested ok. The system checkout procedure was then successfully completed. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a pressure dome blood leak. The customer stated that the system pressure dome "popped" when an alarm #18: system pressure alarm occurred while the bowl was stopping. The alarm occurred towards the end of the purging air phase of a double needle mode treatment. The treatment was aborted with no blood returned to the patient. The patient was reported to be in stable condition. The customer stated that blood had leaked onto the pump deck and into the system pressure sensor. Service was requested to clean and check the system pressure sensor. Service order, (B)(4), was generated. The kit was not returned for investigation as it had already been discarded.